Event description:
It was reported that a patient presented with inappropriate shock due to over-sensing of lead noise. Programming changes and additional investigations were suggested. No adverse patient consequences were reported.